Event description:
Report received from the (B)(6) stating that the device had cord damage. Device was used in surgery. No injury or medical intervention occurred. No delay occurred during the surgical procedure. Date of the event is unk. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).